Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a piece at the proximal end of the valve seemed pushed into the vizigo sheath. The valve was broken/cracked and dislodged inside of the hub. Blood return was observed but the amount is unknown. No air entered the patient. The medical team replaced the vizigo sheath and the procedure continued. No patient consequences were reported.

Manufacturer narrative:
On 15-may-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a piece at the proximal end of the valve seemed pushed into the vizigo sheath. The valve was broken/cracked and dislodged inside of the hub. Blood return was observed but the amount is unknown. No air entered the patient. The medical team replaced the vizigo sheath and the procedure continued. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hob. Microscopic examination of the hemostatic valve surface does show that it was broken in the star section. A device history review was performed for the finished device 00002552 number, and no internal actions related to the complaint were found during the review. The hemostatic valve separation issue reported by the customer was confirmed due to the dislodged valve observed inside the hub. The potential cause of the dislodged and broken hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-sep-2024, bwi received importer report # (B)(4) which details this exact event. As a result, the following updates are being identified in this supplemental report: a2: patient's age at the time of event was 68 years. A3: patient's assigned sex at birth is male. B5: the medical team intended for "access for vascular procedures". D4 primary UDI number: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).